Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime/fill anomaly noted. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reproved via phone call that the customer had a blood glucose level of 12 mmol/l. Customer was also having a problem with filling the cannula because it won't pass the fill tubing 3 times. Customer was stuck on the priming loop and has been stuck 3 times after 3 rewinds. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that they received the 2nd series of beeps and/or numbers on the display during troubleshooting. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.